Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) with blood glucose of 70 mg/dl at the time of the incident. The customer was at 160 mg/dl at the time of the call, and 110 mg/dl at the time of admission. The customer went from 120 mg/dl to 70 mg/dl in 15 minutes after a set change and being in manual mode. The customer used food to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer believes the recalled infusion sets caused the low. The customer also reported a reservoir leak between the two o-rings and air bubbles in the reservoir. The insulin pump will not be returned for analysis.